Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00648. The reported complaint was confirmed. The charge meter was witnessed to intermittently stick in the upper range during testing. It was mechanically stuck, as lightly tapping the meter caused the needle to drop into the appropriate range. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the panel meter needle sticks at upper range. There was no patient involvement.